Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 193 mg/dl. The customer reported smelling insulin in the reservoir compartment of the insulin pump. The customer reported smelling insulin every time the reservoir of the insulin pump was changed. It was reported that the customer would smell the insulin only whenever the reservoir was out of the insulin pump. Troubleshooting was done. No visible insulin leaks were found on the reservoir compartment. The customer also admitted to forcing the transfer guard into the reservoir which could have led to reservoir leaks. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)